Manufacturer narrative:
Of the 15 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to moisture in the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 15</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-73 years of age and between 24 and 130 pounds. Of the reported patients, 6 were male, 9 were female, and 0 were unknown.